Manufacturer narrative:
(B)(4). During baxter's eval of the device, it was discovered that there was an intermittent delay in keystroke after each selection. This was caused by a failed processor pcb. The processor pcb was replaced.

Event description:
During baxter's eval, an intermittent delay in keystroke was discovered.